Event description:
It was reported that an infection occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator, implanted: (B)(6) 2013; 694958 implantable tachycardia lead, implanted: (B)(6) 2007.